Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time, no additional information was available; a request for additional information has been made.

Event description:
Literature: saval a, chiodo ae. Intrathecal baclofen for spasticity management: a comparative analysis of spasticity of spinal vs cortical origin. J spinal cord med. 2010;33(1):16-21. Summary: this study examined the differences in intrathecal baclofen management of individuals with spasticity of cortical verses spinal etiologies. A retrospective chart review of 57 individuals with the diagnoses of severe cortical and spinal spasticity requiring an intrathecal baclofen pump was studied over 3 years. Ages ranged from 19 to 86 years, with mean age of 47 years. There were 37 men and 20 women. Forty-nine were seen at 3 months, 46 at 6 months, 41 at 1 year, 33 at 2 years, and 22 at 3 years after pump implantation. Nine individuals had catheter complications. The source literature did not specify which device models were used. Event: of the 57 patients studied, nine patients had catheter complications and are described below. One patient experienced a pump infection with meningitis with subsequent catheter removal and replacement. Two patients experienced catheter migration. Six patients experienced fractured catheters.